Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the system was replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the ins was not functioning and they were supposed to be taking it out and replacing it. No symptoms or further complications were reported.